Manufacturer narrative:
The fse arrived at the customer site and evaluated the system. The fse reviewed the error log files and confirmed that "s_command_button_stuck_error" errors were displayed. The fse noted that the table control power control board (pcb) indicated that the unload enabled light emitting diode (led) was constantly lit. The fse disconnected the rear gantry control panels and confirmed that the pcb unload led remained lit. From this, the fse deduced that the multi-function footswitch (mffs) unload button was stuck engaged. The fse evaluated the mffs unload pedal and determined that the screw in the middle of the pedal was too tight. The fse loosened the screw in the middle of the mffs unload pedal to disengage the switch. The fse then ordered a replacement mffs and released the system to the customer for clinical use.

Event description:
The customer reported that the when they pressed the up/in button on the multifunction footswitch (mffs), the patient support moved out/down. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse reported that the unload pedal on the mffs was not functioning as intended due to being stuck engaged. This resulted in the table moving down and out instead of up and in when the customer pressed the load foot pedal. The fse reviewed log files which revealed the code s_command_button_stuck_error. In addition the unld enb (unload enable) led light signal was activated. The fse adjusted the mffs unload pedal.

Manufacturer narrative:
(B)(4). On 09-apr-2015, the customer, (B)(6), reported that when activating the load pedal of the multi-function foot switch (mffs) of their philips brilliance ict system, the patient support moved down and out from the gantry. The customer confirmed that the malfunction occurred while the system was in clinical use, but that the issue did not result in harm to a patient, operator, or bystander. On 07-may-2015, the fse replaced the mffs to resolve the issue. The mffs was confirmed to be the new design, plastic mffs. The fse sent the failed mffs for further evaluation by CT engineering. CT engineering evaluated the failed mffs and found: the stuck button scenario could not be replicated in the bench test. The switches by themselves were activating only when they were depressed, which would prove that there is nothing wrong with the switch. There was no dirt or debris present on the footswitch that would cause the pedals to stick or remain engaged. Also, loosening and tightening the load and unload pedal shoulder screws did not change the activation of the switch. As the reported issue could not be reproduced, the root cause of the customer¿s allegation could not be confirmed. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: design mitigations for prevention of the hazardous situations: -stopping horizontal motion in the presence of resistance force (not applicable for vertical) -table collision envelope -single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed design mitigations enabling human response: -continuous activation for manual motion -emergency stop controls enable termination of motion in hazardous condition -emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. -speed of motorized non-programmed motion is limited. The fse replaced the mffs to resolve the issue. As functional testing of the mffs proved inconclusive, CT engineering was unable to determine the root cause of this malfunction.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).